Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 48 mg/dl. Customer blood glucose reading while admitted was unknown. Customer had diabetic ketoacidosis. Customer was treated in the hospital. Customer admitted was admitted in the hospital in their own. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treatment was fluid. The auto mode feature use was not mentioned. The product will not be return for analysis.